Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17541442m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: unknown, serial #: unknown. Non biosense webster, inc. Brk needle 407200 . Non biosense webster, inc. Brk needle 407206. St. Jude medical agilis 8.5fr small curve sheath . (B)(4). Event description continuation: at the time of injury, the noted temperature was 35 degrees, power was 22 w and impedance was between 134 ¿ 123 ohms. The power was titrated and reached its target setting within a few seconds. The st. Jude medical agilis 8.5fr small curve sheath was used. No acts were performed. Although, heparin 5000 u IV bolus was given. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter zeroed after the initial warm-up phase post catheter connection to the carto 3 system patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a patient, (B)(6), male, underwent a pulmonary vein isolation (pvi) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s diagnosis pre-procedure was a paroxysmal atrial fibrillation. During the ablation phase of the procedure, a pericardial effusion occurred in the left atrium, leading to a cardiac tamponade, rated moderate by the physician. There were no error messages seen on the carto system and no alerts of high force or shaft proximity interference (spi). The pericardial effusion was drained and an echocardiogram was performed to assess the effusion. The cardiac tamponade was reduced. The patient condition improved. The procedure was then completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The effusion was to be reassessed after the overnight stay in the critical care unit. Factors that may have contributed to the event was that the right sided veins had a roof branch. This was not expected. After burning in this area, the effusion occurred. It was then established that there was no roof vein. The physician¿s opinion regarding the cause of this adverse event was the patient anatomy as it was thought that the roof vein was on the right side of the left atrium. It was established that this was not the case. There were two transseptal punctures with a brk needle 407200 and brk needle 407206. The overall time for ablation at the site of injury was 17.75 seconds. The generator was set to temperature control mode at 43 degrees and 30 watts. The flow setting was 30ml/min.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6) male, underwent a pulmonary vein isolation (pvi) procedure with a smart touch bidirectional catheter. During the ablation phase of the procedure, a pericardial effusion occurred in the left atrium, leading to a cardiac tamponade, rated moderate by the physician. There were no error messages seen on the carto system and no alerts of high force or shaft proximity interference (spi). The pericardial effusion was drained and an echocardiogram was performed to assess the effusion. The cardiac tamponade was reduced. The patient condition improved. The procedure was then completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The effusion was to be reassessed after the overnight stay in the critical care unit. Factors that may have contributed to the event was that the right sided veins had a roof branch. This was not expected. After burning in this area, the effusion occurred. It was then established that there was no roof vein. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).